Event description:
Healthcare professional reported an intra capsular rupture and small siliconoma. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified a sharp break, striated opening, puncture opening, and fold crease. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern on radius side and broken device assessed as an unidentified tear opening, a striated opening assessed as surgical damage consistent with the use of surgical tool, and a striated puncture noted as surgical damage-like consistent with the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and granuloma.

Event description:
Healthcare professional reported an intra capsular rupture and small siliconoma. Device has been explanted.